Event description:
Information was received from a healthcare professional (hcp) regarding a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The hcp reported that the device was not working but did not have any information beyond this. The hcp stated that they were confused by guidelines. The hcp noted that the patient had a low serial number that was less than the serial number called out in the guidelines for no MRI eligibility. The hcp wasn¿t sure they were reading it correctly. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.